Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie in drawer 1.2 pocket d3, was causing the entire row to fail. The field service engineer (fse) replaced the retractors, the row board cable, and the tray. Diagnostics were tested successfully, and the customer also tested the drawer and confirmed proper functionality. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.2 pocket d3 caused the entire row to fail, ultimately resulting in the drawer failing. The error message displayed was read, write, or invalid cubie memory. Rebooting the station did not resolve the issue however, removing that specific cubie temporarily corrected the problem. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.